Manufacturer narrative:
Model number/ catalog number: sc-2316-50, serial number: (B)(4), batch/ lot number: 17116627/17186495, model/ catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing overstimulation when posture changes. It was also reported that patient was experiencing intermittent stimulation from lying to sitting. Database analysis revealed no anomalies. No device malfunction was suspected. The patient underwent a revision procedure. The patient was doing well postoperatively.